Event description:
It was reported that there was a pericardial effusion. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 24 hours later while the patient was in recovery, they were experiencing chest pain. Transesophageal echocardiogram (tee) imaging was performed and showed that there was a pericardial effusion. The physician performed a pericardiocentesis and drained the effusion. The effusion resolved. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.